Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging asthama. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. During the investigation pil observed an unknown contaminate at the corner of the top enclosure. Pil observed the air inlet filter was missing. Pil observed the red wire on the humidifier cable was burned through the plastic. ((B)(4)) addresses the issue of the j9. Evidence of potential liquid ingress was observed on the blower housing and on the bottom of the blower motor. Dust-like contamination was observed on the right side panel, in the air inlet, on the pca, on the interior side of the left side panel, on the blower cap, along the airpath of the blower housing, sound abatement foam and in the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. ((B)(4)) a dark brownish contamination was observed on the flip lid assembly seal. Pil observed a whitish dust-like contamination throughout the interior of the water tank, on the dry box intake seal and in the dry box. Dust-like contamination was observed in the air outlet port, on the left side panel, in the base of the bottom enclosure, on the dry box and in the lower base. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 11 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. Pil was unable to address the symptoms specified. In box-h: evaluation method code, evaluation result code, component code and conclusion code has been updated in this report